Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: because lamp is worn out, the light is poor; there is a dent in front panel; rear panel is deformed; coating on top cover is peeled off; and the chassis was deteriorated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii xenon light source, devices 190 series have no display. The issue was found before the procedure. The procedure was unknown. The procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.